Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported left side rupture and silicone migration. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and silicone migration. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic ¿ lump/nodule: unable to confirm as it is a medical event not related to the device. ¿ silicone migration: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ observed two devices one it¿s rupture and the other device appears to be intact but not labeled for side explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Lump/nodule: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. Additional observations: red particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side rupture and silicone migration. Device has been explanted.